Event description:
It was reported that the customer went to the emergency room with an unknown blood glucose (bg) level and ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.